Event description:
It was reported the pump alarmed downstream occlusion. The nurse was attempting to administer a heparin bolus over 10 minutes; however they are indicating that due to pressures increasing and downstream occlusion, the pump initially set the bolus to infuse over 47 minutes then cancelled the bolus. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for high pressure and downstream occlusion alarms is the dso sensor.; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed. G1,g2 email is: (B)(6) d4: UDI, and g5 are unknown., corrected data: health effects corrected